Event description:
The hospital reported that the hemopro2 adaptor does not always remain connected to the hemopro power supply and, in some cases, requires taping to ensure consistent energy delivery to the vasoview hemopro 2. The issue happened during the procedure. There was a delay. No patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,g3,g6,h2,h6,h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the hemopro2 adaptor does not always remain connected to the hemopro power supply and, in some cases, requires taping to ensure consistent energy delivery to the vasoview hemopro 2. The issue happened during the procedure. There was a delay.